Manufacturer narrative:
Product analysis: analysis could not confirm the reported interface issue with the analyzer as the analyzer passed all functional tests and functions with no issues, however it was noted that the connector pins were damaged. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were issues with the programmer and analyzer. The screen froze and closed out unexpectedly. It was noted that there was a possible interface issue and multiple analyzer attempts were made. The programmer and analyzer were returned for service. There was no patient involvement.